Event description:
4mm balloon dilation catheter was inserted into right ureter. During dilation of balloon, the balloon ruptured. No harm to patient.======================manufacturer response for uromax ultra kit, uromax ultra kit (per site reporter).======================what was the original intended procedure?cystoscopy, right ureteroscopy, laser lithotripsy and retrograde pyelogram, balloon dilation and stent exchange and stone basketing before sectioning.device #1is this a laboratory device or laboratory test?no.